Manufacturer narrative:
Date of event: exact date unknown, event occurred around a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg would not recharge and had one high impedance. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.